Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "unresolved results". Customer reported that they have unr in which rnasep is not amplifying on the combo assay. Field service was dispatched. Field service cleaned both readers and normalized both readers. Efc was performed with passing results. Customer was able to run patient samples. Instrument was returned to customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 30sep2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. H3 other text : see h10.

Event description:
It was reported that while testing for sars-cov-2 using bd max¿ system, bd max¿ instrument the customer received results with jagged or unusual curves. It is unclear how many times this event has occurred. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "weird curves on side a", "for a week now the curves have been getting weirder and unrs are being reported more and more."

Event description:
It was reported that while testing for sars-cov-2 using bd max¿ system, bd max¿ instrument the customer received results with jagged or unusual curves. It is unclear how many times this event has occurred. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "weird curves on side a", "for a week now the curves have been getting weirder and unrs are being reported more and more."

Manufacturer narrative:
Medical device expiration date: na. Multiple 510k numbers were reported to be involved: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.